Event description:
Ventilator alarms screen not accessible, switched out ventilator. Equipment evaluated by respiratory leadership. After the incident, the ventilator logs were downloaded and sent to nihon kohden manufacture where an investigation was done. It was determined that it was a hardware issue pertaining to the ventilator monitor screen.